Event description:
It was reported that the procedure was being performed on the patient in the cardiac operating room. They had difficulty with the spring wire guide (swg) unraveling during removal. It did not unravel in the patient because they inserted the swg straight tip first instead of the j tip first. This occurred when they removed the catheter over the swg. There was a 10 minute delay in treatment, no patient death and no complications reported. Patient outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.